Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6). Event site postal code: (B)(6)). A getinge field service engineer (fse) had checked the machine and found shuttle pressure transducer defective, needs replacement of transducer with new one. Replaced the pressure transducer (d682-00-0076-01) with new one. Checked functionality found ok. Handed over the machine in working condition. There was no patient involvement.

Event description:
N/a.